Manufacturer narrative:
Device evaluated by MFR: investigation was completed. The unit returned has tip kinked, as part of overall visual revision. The product analysis was performed. The returned device matches with the upn and lot number provided by the customer. A kink was observed in the imaging window assembly in the distal end. There was no damage observed on the distal tip or guidewire exit port assembly. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. In order to inspect for imaging core windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly were pulled out from the removed hub. Windup were encountered in the double heat shrink area of the telescope. Ic windup began 4.2 cm from the distal end of the connector shaft. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Event description:
It was reported that the catheter entanglement occurred. The target lesion was located at the left lower leg extremity. During preparation, an opticross peripheral imaging catheter was selected for use. They put the catheter over the thruway guidewire. When they turned the opticross on right before they entered the sheath, they got an image. They put it in the sheath, as the opticross within the sheath has started to spin around and it wrapped around it like ten times and the catheter kinked and the image went out. The procedure was completed with another catheter. No patient complications were reported.

Event description:
It was reported that the catheter entanglement occurred. The target lesion was located at the left lower leg extremity. During preparation, an opticross peripheral imaging catheter was selected for use. They put the catheter over the thruway guidewire. When they turned the opticross on right before they entered the sheath, they got an image. They put it in the sheath, as the opticross within the sheath has started to spin around and it wrapped around it like ten times and the catheter kinked and the image went out. The procedure was completed with another catheter. No patient complications were reported.